Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic lymphadenectomy procedure, while transecting the tissue, the device did not fire, the surgeon was not able to press the green button nor squeeze the handle. Another device was used to complete the case. There was no patient harm.